Event description:
It was reported that the needle was stuck. A 3.0/17/15 leveen superslim was selected for use in a radiofrequency ablation procedure. Prior to use a functional check was performed outside the patient. During the check the deployment needle was stuck. The device was not used. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: the analysis of the returned product revealed: one leveen needle electrode was received with its tines in closed/retracted position. No visual defects were noted. The returned product looks under good conditions without evidence of damages or anomalies. Moreover, the handle was actuated moving it forward and backward and the tines of the returned device could be extended and retracted properly without problems or resistance. The reported complaint was not confirmed.

Event description:
It was reported that the needle was stuck. A 3.0/17/15 leveen superslim was selected for use in a radiofrequency ablation procedure. Prior to use a functional check was performed outside the patient. During the check the deployment needle was stuck. The device was not used. The procedure was completed with another of the same device. No patient complications were reported.